Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead exhibited noise. The atrial lead was explanted and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.